Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd ultra-fine¿ pen needles were difficult to operate. The following information was provided by the initial reporter : the customer reported that 3 needles jammed up or seized up and the patient could not administer insulin.

Manufacturer narrative:
H.6. Investigation: customer returned (40) sealed 4mm, 32g pen needles with the shelf carton from lot # 1006884. Customer states that the needles jammed up/seized up and patient could not administer insulin. Thirty out of 40 returned pen needles were tested and all were able to expel properly without any observed defects. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 3 bd ultra-fine¿ pen needles were difficult to operate. The following information was provided by the initial reporter : the customer reported that 3 needles jammed up or seized up and the patient could not administer insulin.